Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported by the patient¿s father that the needle failed to fully deploy into the patient¿s skin while they were at school. Upon the deployment attempt, there were no audible ¿clicks¿ heard, and the patient did not exhibit their ¿typical¿ response upon successful needle insertion, nor did they feel a ¿pinch¿. Upon inspection after pod removal, the metal needle was observed to be protruding approximately one millimeter and was still visible, indicating failed deployment into the patient¿s arm. It was unknown if the pink slide moved forward. No impact to the patient's glucose level was reported. As treatment, the patient administered a backup insulin pen to manage their blood glucose levels, while they remained at school.